Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Retro: npi: 8100 error code 12-228-111, display board- segment dim. Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Patient or user involvement: no. Patient or user harm: no. 8100-14450146 all error entries the same time and day. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: told (B)(6) this is a software fault and are undefined anywhere. As they all occurred the same day and time it is very possible this was hooked to a bad pcu or to another module with a fault that induced this in the unit due to bad communication. Suggested maybe change the iui connectors and run the unit on the right of the pcu and another to the far right so the suspect unit is sandwiched. Overnight. Ref: (B)(4).